Event description:
It was reported that three different types of micro joint instruments had broken heads. It was not confirmed whether the malfunction occurred during a clinical procedure. No adverse outcome was reported.